Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the unit in good physical condition, and the pedals functioned properly. During electrical evaluation, however, it was found that the foot switch was non-operational. The foot switch was replaced, and the console passed the endostat ii return evaluation procedure. The condition of the returned device was consistent with the complaint that the "endostat will not deliver rf [energy]"; the complaint was confirmed. When the foot switch was replaced, the console passed the endostat ii return evaluation procedure and then passed all final testing. The most probable root cause of the failure reported is wear and tear.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-00613, 3005099803-2011-00618, and 3005099803-2011-00619 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and a sensation polypectomy snare were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved. The foot switch and snare were replaced individually in an attempt to identify the problematic system component; however, the active cord was not replaced. The procedure was not completed due to this event. Following the procedure, the active cord was replaced, which was reported to have resolved the issue with power delivery, and this active cord has been used successfully since this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-00613, 3005099803-2011-00618, and 3005099803-2011-00619 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and a sensation polypectomy snare were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved. The foot switch and snare were replaced individually in an attempt to identify the problematic system component; however, the active cord was not replaced. The procedure was not completed due to this event. Following the procedure, the active cord was replaced, which was reported to have resolved the issue with power delivery, and this active cord has been used successfully since this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.